Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 6/29/2015. (B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 02 sent to FDA on 7/8/2015. (B)(4).

Event description:
Per additional information received, the patient has experienced pain, erosion, extrusion, infection, unspecified urinary problems, fistulae, recurrence, bleeding, dyspareunia, unspecified neuromuscular problems, unspecified bowel problems, vaginal scarring, stress urinary incontinence and required additional surgical interventions.